Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Two part number 80-0759 t8 stick fit hexalobe driver with batch/lot number 555893 were returned for evaluation. The main driver bodies and the tip portions of both drivers were returned. The returned drivers were examined with magnified photography. Observed phenomena included: [driver body damage] both drivers had a fracture at the hexalobe drive feature; the feature terminated in a spiraling fracture oblique (i.e. Angled, not perpendicular) to the axis of the driver. Fracture exhibited no notable ductility/necking. The lobes of the hexalobe drive feature were bent off-axis. There was light corrosion near the fracture. [Driver tip damage] both driver tips exhibited a similar fracture as previously noted for the main driver body. The driver tips exhibited a more severe bend to the lobes as well as a spiral twist to the lobes; this twisting effect began approximately halfway up the length of the separated tip. Characteristics of the fracture plane would likely indicate a brittle failure mode. Brittle failure modes can occur due to sudden overload events in which a device experiences an unexpectedly large force or torque in a short span of time. Oblique fracture planes may indicate off-axis forces were applied to the driver, leading to device failure. However, no definitive root cause could be determined.

Event description:
It was reported during a routine removal procedure, one of the screws was firmly "adhered" to the plate. When attempting to remove this screw, two drivers broke. The surgeon had to cut the plate in order to remove the hardware. This issue prolonged the procedure by 45 minutes. It was reported the patient remained stable, and no other adverse patient consequences were reported. This report is related to report numbers 3025141-2023-00014 and 3025141-2023-00016 for the other devices involved in this event.